Manufacturer narrative:
Device has been evaluated but device was scrapped per the customer's request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue.